Manufacturer narrative:
The unit was received with its operating currents within specification. The unit also passed the self test along with the unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. The following physical damage was noted: missing reservoir tube o-ring, missing end cap sticker, broken reservoir tube lip, cracked casing at the display window corners, and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that she went to the hospital for an infection that was affecting her diabetes. The patient's blood glucose during the hospitalization is unknown. However, she was treated with a manual insulin injection while she was in the hospital. The patient's blood glucose at the time of call was 270 mg/dl, and she still felt a little sick. The patient also mentioned damage to her reservoir compartment, and her insulin pump was returned for analysis due to the physical damage.